Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl) procedure, while the physician was operating the foot pedal, the fiber was draped across the mayo stand. The scrub tech leaned on the stand and the fiber, causing the fiber to break at the pressure point and burning scrub attire and towel. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available the cause that contributed to the reported event cannot be established.